Event description:
A report was received that the patient has an infection at the midline incision site. The patient's symptoms included pain at the pocket site. The physician does not know if the infection is device or procedure related. The patient was prescribed IV antibiotics and will be monitored by the physician.

Event description:
A report was received that the patient has an infection at the midline incision site. The patient's symptoms included pain at the pocket site. The physician does not know if the infection is device or procedure related. The patient was prescribed IV antibiotics and will be monitored by the physician.

Manufacturer narrative:
Additional information was received that the patient was unable to charge the device due to the infection causing pain while the patient attempts charging. The patient was explanted and is reportedly doing well following the procedure. Additional suspect medical device components involved: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.